Event description:
It was reported that a secondary med IV set had cracked prior to patient use. The crack was located at the bottom of the drip chamber, between the tubing of the set and the rigid part of drip chamber. There was no adverse event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: visual inspection identified twisted tubing inside of the drip chamber outlet. After spiking the set into a solution bag and re-priming, leakage from the drip chamber outlet was identified. Air pressure testing underwater also identified leakage from the same location. Microscopic inspection confirmed that the twisted tubing was the cause of the leakage. The cause of the twisted tubing was determined to be an error of an automated machine that twisted the tubing during insertion into the drip chamber. This issue is being investigated through CAPA. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.